Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked within introducer sheath as the coil returned out of it. The twist lock of the introducer sheath had been opened. The coil was returned severely stretched along its body. The coil was inspected and it was found broken near the interlocking arm and it was not found. Microscopic inspection of the delivery wire and main coil were performed. The zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The delivery wire and main coil dimensions were found to be in specification. The number of fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as a incompatible catheter was used during procedure, in addition rhv valve was not used. (B)(4).

Event description:
Reportable based on device analysis on 14-feb-2017. It was reported that resistance occurred while inserting the coil and the coil was stretched. The target lesion was located in the splenic artery. A 15 mm x 40 cm interlock¿-35 was used together with a 5fr non bsc catheter. The coil and pusher wire arms were interlocked in the introducer sheath before use. During procedure, it was thought that the position was inappropriate when the device was half-deployed. Then, it was retracted and advanced forward again. At this time, significant resistance was met so the device was retracted out and the coil was stretched. Rhv was not used during the procedure and continuous flushing was performed. The procedure was completed with the same catheter and another of the same device. No patient complication reported and the patient's condition was stable. However, device analysis revealed that the number of fiber bundles was below the assigned specification and the coil was broken near the interlocking arm.